Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off during patient use. Following the loss of power, the device would not power back on. The patient was placed on their backup ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was received by ventec for an evaluation. Ventec downloaded the device¿s electronic records (system logs) for analysis where the reported issue of it powering off by itself was confirmed. Ventec observed that during the losses of power, the device was not connected to an ac power source and that it had logged an alarm indicating that its internal battery was critically low. The system logs further confirmed that the device's internal and external batteries were completely drained when it lost power. Ventec connected the device to ac power and charged both the internal and external batteries. Once the batteries were fully charged, proper device operation was confirmed through functional and performance testing. Ventec determined the abnormal power on events were due to the device not being plugged into an external power source when it alarmed that the internal battery was critically low. The vocsn clinical and technical manual advises the following [p.12]: "the internal battery critically low alarm activates when the internal battery is disconnected, faulty, when the battery is critically low (charged to less than 33% its capacity), or there is a drop in the battery voltage criteria. Note: the internal battery critically low alarm condition cannot be cleared or silenced until vocsn is connected to external power. Connect external power and press the clear list button twice from the alarm log screen to silence and clear the alarm. Immediately connect vocsn to a continuous source of external power and verify the charge status indicator light on the front of vocsn illuminates. Clear the alarm by selecting clear list in the alarm log. If alarm persists after application of external power, provide the patient with an alternate source of ventilation therapy." The investigation determined that the cause of the reported issue was user error.